Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with tests results from e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling weak, hungry, having blurry vison. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 252 using the true metrix air meter. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2016. The meter memory was not reviewed for previous test result history. Relevant test / laboratory data: customer was hospitalized on (B)(6) 2017 with a blood sugar reading of 255 mg/dl. He was given insulin and released the same day. He has been diagnosed with anemia and is now using a competitor's meter.